Event description:
It was reported that the patient presented for a generator upgrade procedure. During the procedure, it was noted that the right ventricular lead exhibited loss of capture. The lead was not used. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.